Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. Yesterday the sales representative went to the facility, and a general surgeon told them that in one of the reviews a patient appears in image what seem to be remains of absorbable hemostat that had been implanted in the patient during the surgery years ago, in 2022 and it seems that it had not been reabsorbed normally. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any reported patient or user harm? No was there a significant delay? No attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the index procedure? Was a prescription for steroids or antibiotics issued for the patient¿s recovery? If yes, please provide medication name, route and dose. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Any photos available for visual analysis? What is the most current patient status? Please provide the product code and lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.